Event description:
A zoll distributor returned a monitor indicating abnormal shutdowns.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown) has been confirmed. As received, the monitor was able to properly detect and treat. However, upon eval, the monitor was experiencing abnormal shutdowns due to belt communication faults. The cause of the abnormal shutdowns was an intermittent bga component u500 (dsp) on the computer/analog (ca) board. The intermittent component is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is currently underway. No adverse event resulted from the defective monitor.